Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2026. Performance data was reviewed. A sensor failure was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B(4).